Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. Referenced article: transcatheter aortic valve replacement for left ventricular assist device¿related aortic regurgitation: the michigan medicine experience. Journal of the society for cardiovascular angiography interventions. 2023. 2; 100530. Doi: 10.1016/j.jscai.2022.100530. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement (tavr) in patients with a left ventricular assist device (vad). The authors described a patient who experienced vad related aortic regurgitation and worsening heart failure. The patient underwent a tavr procedure. The vad remains in use. No additional adverse patient effects were reported.